Event description:
The facility reported a free flow. There was no patient injury or medical intervention required. There have been no incident reports filed since the last baxter service event. No additional information.